Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead was explanted due to a microdislodgement. The lead was explanted as the physician requested a new screw in lead as opposed to repositioning this lead. A new lead was then implanted successfully. No adverse patient effects were reported.